Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (hydromorphone) 20mg/ml for a total dose of 11.89mg/day via an implantable pump for non-malignant pain. It was reported the personal therapy manager (ptm) showed code 8476 meaning a motor stall had occurred. It was noted that the patient had not head the pump alarm. It was noted that the patient had not had a magnetic resonance imaging (MRI), but had a computed tomography scan on (B)(6) 2018. It was noted that the patient had used their ptm successfully without error code since (B)(6) 2018. The patient noted having their pump refilled on friday ((B)(6) 2018). The patient went to managing healthcare professional (hcp) office regarding the code and was directed to call manufacturer. The patient was to follow up with hcp. It was recommended letting the hcp office know the code indicated pump motor stall so they understand the nature of the issue. It was later reported by the hcp that the pump had a motor stall and the patient was not feeling well. The pump logs showed a motor stall occurred on (B)(6) 2018. The hcp denied any electromagnetic imaging (emi) or magnetic interaction. It was discussed to consider pump replacement and sending the pump back for analysis. It was also discussed to consider programming to minimum rate and other modes of pain management. The hcp was wondering about the dosing equivalent from intrathecal to oral and was to contact a pharmacist. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the motor stall was mechanical failure of the pump (B)(4). The pump was set at minimum rate (0.121 mg/day). The motor stall was not resolved. The device was explanted and would be returned to the manufacturer for analysis. No further complications were reported.